Event description:
Product serial number is part of the recall population for fca 10-02. During the subsequent evaluation of the device, it was found to have a component failure related to the recall. (B)(4).

Manufacturer narrative:
The 510(k) is the initial fr2 clearance. Method: device internal memory was reviewed.